Manufacturer narrative:
(B)(4). When investigation is completed philips ill inform the FDA.

Event description:
Philips received a complaint from the customer in which they stated that it was necessary to restart the system several times to achieve correct power on during an intervention in an urgent situation for a patient with acute myocardial infarction. The doctor reported that there was a delay of 15 minutes in myocardial reperfusion, without apparent clinical implications. The customer has reported this event to the (B)(4) competent authority

Manufacturer narrative:
Philips investigated this complaint and found that the system did not startup because it detected an error in one of the two pcb boards. The field service engineer replaced the printed circuit board and clea extension 2 card which solved the reported issue. The system was returned to the customer in working order. Based on trending analysis there is no exceptional replacement rate for this item, therefore we take no further action in this matter (B)(4).